Manufacturer narrative:
Philips service replaced multiple components including hard disk spare part, sibbox unit, and geo module. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system failed to boot, stuck at philips logo on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.